Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2011 and mesh was used. Two months following the procedure, the patient experienced non specific pain symptoms. The patient developed a hernia recurrence on (B)(6) 2011. On (B)(6) 2011, the patient underwent an exploratory laparoscopy during which a herniation through the lattice of the mesh was noted. The mesh was not removed and tacks were placed surrounding the defect. Currently, it was reported the patient was doing well.

Manufacturer narrative:
(B)(4): recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.